Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was difficult to be placed. After multiple attempts to be repositioned due to undersensing issues and poor sensing; the helix was successfully extended. The ra lead was positioned and got dislodged. After several attempts the helix on the ra lead did not come out smoothly and small p waves were noted. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.